Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler worked at usual for the first firing with a black gst reload and seamguard. For the second firing, a black gst reload and seamguard were loaded. The stapler would not fit down the b12lt trocar. The surgeon was able to shove it down a trocar but it ruined the buttress. He converted to a 15mm trocar and was able to get the stapler down with new seamguard. It worked. The same stapler was used to complete the case. Upon investigation after the case the jaws of the stapler are yielded and do not close completely. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m52f3x. The analysis found that one plee60a device was returned with the anvil bent upwards and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: when it was discovered that the jaws of the device were yielded, was this in the or? Yes but after the case were there any issues with staple formation (malformed, unformed, etc.)? It didn't look like it if yes, please describe. Was a leak test performed and if so, what was the result? No.